Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. A 10x40x75 epic¿ stent was advanced to treat the lesion. However, during procedure, the stent opened automatically before it reached the target lesion. The device was removed completely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) in the deployed state with no stent. The handle was opened and it was found that the threads on the thumbwheel were damaged. The stent was not received for analysis. The safety-lock was not returned with the device for analysis. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. A 10x40x75 epic stent was advanced to treat the lesion. However, during procedure, the stent opened automatically before it reached the target lesion. The device was removed completely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.